Event description:
A user facility clinical manager (cm) reported that that they were experiencing connection issues with the new transducer protectors. Additional details were obtained through follow-up with a patient care technician (pct) from the facility who was familiar with the reported issue. During treatment, an "air detected in lines" alarm occurs on the machine due to a poor connection of the transducer protectors to the ports. The machines are functioning appropriately. The pct confirmed this is not a staff-related issue. They are installing the bloodlines according to the instructions for use (IFU), and the transducers are being attached correctly. This requires staff to change out the transducers for the old ones and treatment is then continued with no further issues. There have been instances where patients have clotted and the machines had to be re-strung with new supplies for the patient to continue treatment. An estimated blood loss volume (ebl) could not be quantified in these scenarios. However, it was confirmed that there have been no adverse events. It is unknown how many times this has occurred exactly. No actual samples were available. It was reported that a companion sample could be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.